Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient was not receiving stimulation from her front left occipital lead. Subsequently, the patient underwent surgical intervention on (B)(6) 2014 and the lead was explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.